Manufacturer narrative:
A larger set of breast shields have been sent to the customer. In a f/u with customer, the customer stated that she was diagnosed with mastitis by a nurse practioner with the women's health care specialist. She was prescribed keflex antibiotic to treat the issue. The mastitis began on sunday (B)(6) 2013, due to the breastshields she was using were too small. As of (B)(6) 2013, she was fitted for the correct size breastshields, the fever was gone, but she was still feeling a decreased amount of pain. On (B)(6) 2013, the clinical department spoke with the customer and reported that the customer purchased larger breastshield and she feels that it was a good fit. She was still taking antibiotics, but is feeling much better and her issues are resolving. Clinical department found no indication of an adverse event effect or need for clinical f/u. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wamback, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Customer sought medical care and is being treated with antibiotics and is now recovering. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to customer service that her breast shields did not fit and resulted in mastitis.